Manufacturer narrative:
Age at the time of event: 18 years or older (B)(6).

Event description:
It was reported that the procedure was cancelled. A 1.25mm rotalink plus was selected for a procedure in the coronary artery. During preparation, it was noted that the burr rotation speed did not increase and stall lamp lit up in a few seconds. Then, the power was turned on again and functional check was performed; however, the issue was not resolved. After checking the gas supply line and the foot pedal, another 1.25mm rotalink plus was used. However, the rotation speed also did not increase in the same situation. The procedure was cancelled because of this issue. No patient complications were reported.